Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "wrong cassette" alarm message. There was no patient involvement.

Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. The reported problem of a "wrong cassette" alarm was verified and repaired. A faulty dso and the front housing were replaced. The device was calibrated, and the software was re-installed. The device passed all functional and delivery tests.